Manufacturer narrative:
Concomitant products: ddbb1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that an alert triggered for high svc coil impedance. The impedance was also noted to be varying. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.